Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt261216/10297038, pxc121000j/11499949) to repair an abdominal aortic aneurysm. The final angiography showed an endoleak of indeterminate origin. The physician suspected type ii endoleak and decided to monitor the patient. The patient tolerated the procedure. On an unknown date in (B)(6) 2014, one year follow-up examination revealed that the endoleak persisted with the aneurysm enlargement (5mm). An angiography performed on the same day additionally identified a proximal type I endoleak. On (B)(6) 2014, an additional procedure was performed to repair the endoleaks. For the proximal type I endoleak, a gore® excluder® aaa endoprosthesis aortic extender (pxa280300j/12894074) was implanted for proximal extension. For the type ii endoleak, the aneurysm sac was coil embolized. It was reported that there was no evidence of endoleak, and the patient tolerated the procedure.